Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red knob on the stylus has cracked.

Manufacturer narrative:
Conclusion and justification status: the complaint states this is a new product introduction. Theatre staff has just left me a note for us to replace the tibial stylus off the attune primary resection tray 03. Further information was received; product details - ((B)(4) was reported) but the actual product is 254400509 lot b0312 no device was returned hence the complaint cannot be confirmed. However this failure mode has been identified previously. The material has now been changed from radel to avaspire which is a material that is less susceptible to residual stress and resists propagation of cracks (see (B)(4)). Without return of the product the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.